Event description:
It was reported that during a lap anterior resection procedure, the surgeon opened up a device, the surgeon inserted the trocar as a super-pubic port, removed the obturator and inserted a 5mm instrument. After approx two minutes the port was leaking gas when the instrument was taken out and put into the port. The surgeon removed the top cap of the trocar and tried to push the seal back to remold it to the original shape. The trocar continued to leak, even though the surgeon was not putting much pressure on or 'tourquing' the trocar with the grasper. The port was removed and replaced with another device which was okay. Procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Slight drop noticed but mainly just gas leaking through trocar. What was the gas consumption rate or volume (liter/minute)? Unsure. Were you able to identify where the leak was coming from? Universal, pac man seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes, 5mm grapser. Was any torque being applied to the trocar or device? None.